Event description:
During arthrodesis of right middle finger distal interphalangeal joint (dip) joint, a synthes cannulated screw started to bend with insertion and upon retrieval it broke. In order to retrieve the screw, the cortex had to be breached. The arthrodesis proceeded with a 30 mm long thread 3-0 screw from synthes.